Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. On the night of (B)(6) 2016, the patient thinks she selected to change the insulin cartridge and the piston rod rewound, but the patient did not change the cartridge. The patient woke up on (B)(6) 2016 with a blood glucose result of 20.0 mmol/l and 2.3 ketones. The piston rod was not near the cartridge plunger. The patient's mother drove her to the hospital and the hospital treated her with a saline drip. The blood glucose result taken at the hospital was not provided. The patient was released from the hospital at 5:00 p.m. Later that day. The infusion device was requested to be returned for product evaluation.